Event description:
Upon transferring a patient from an interventional radiology table to an ICU bed, a 4-way stopcock disconnected from the patient's left femoral line, causing blood to escape and leak out into the bed. The patient became tachycardic and hypotensive; a normal saline bolus was given, followed by one unit of packed red blood cells. Movement of the patient may have contributed to the connection becoming loose and disconnecting.